Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. Magnetic imaging resonance (MRI) was performed, and showed a little bit of gel placed in the middle of the prostate. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Medical device problem code: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
Additional information received on march 18, 2022 update on: block b5:describe event or problem block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on february 11, 2022. Magnetic imaging resonance (MRI) was performed, and showed a little bit of gel placed in the middle of the prostate. There were no patient complications reported as a result of this event. *** additional information received on march 18, 2022*** the procedure was done under general anesthesia and fiducials were administered transperineally. During placement, the gel was evident. After magnetic imaging resonance (MRI) it appeared there appeared to be no gel. The patient received external beam radiation therapy (ebrt).